Manufacturer narrative:
Additional information: additional information was received through follow up reporting that the lens was not explanted for this event as initially reported. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Product testing could not be performed because the product was not returned, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported that a patient experienced post-op halos shaped like a spider web after implantation of a zxr00 intraocular lens. The halos are very annoying and lead the patient not to drive at night, and avoid certain stores because of the troublesome light. An explant in a secondary surgery was required to change the implant. Visual acuity pre-operative: 8/10d 5/10g. Visual acuity post-operative: 12/10 plan/plan add+1d.